Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a blood glucose reading of 25 mmol/l. It was reported that the insulin pump was alarming no delivery when the customer woke up that morning. It was stated that the customer changed the infusion set, and the cannula that was removed did have a small kink. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.